Event description:
While troubleshooting qc issues, customer received discrepant gentamicin and vancomycin results for external proficiency samples. She had previously run the proficiency samples and wanted to repeat them before reporting. Customer states she has not run any pt samples since the qc issue began. She provided discrepant results for 3 external proficiency samples: sample 1, initial gentamicin result gave greater than 10, repeated on (B) (6) 2009 gave 4.9, repeated again on (B) (6) 2009 gave 4.6 ug per ml. Sample 2, initial gentamicin result gave greater than 10, repeated on (B) (6) 2009 gave 4.8, repeated again on (B) (6) 2009 gave 4.5 ug per ml. Sample 3, initial vancomycin result gave 9.5, repeated on (B) (6) 2009 gave 11.5 ug per ml. Customer states there have been no pt samples affected of which the customer is aware and no adverse events reported. The field service representative found some of the filters in the analyzer looked discolored and needed to be replaced.

Manufacturer narrative:
The degasser also looked as if it needed to be replaced. The field service representative replaced all the filters, the degasser and put in a new halogen lamp. He ran a precision test and customer ran calibrations and qc that passed successfully.